Event description:
During surgery, the surgeon did not fully disengage the implant inserter from the interbody plate when attempting to position the implant. In attempts to remove the inserter, the implant components disengaged and had to be replaced. This occurred twice, resulting in a 20 minute surgical delay. The components were replaced with other implant components present for surgery. The procedure was completed without further incident.

Manufacturer narrative:
A review of the device history records indicates no discrepancies which would have contributed to the event. Feedback from the initial reporter indicated there was no issue with the inserter, the event was most likely attributable to user familiarity with the system.